Event description:
Rec'd information the ins did no function, no interrogation or recharging was possible. The pt did not use the ins for three months and during that time, fell six times. When she did try to turn it on in october, the ins did not work. The ins and the extension (it was damaged during surgery) were replaced on (B)(6) 2010. Post revision pt had normal ins function and stimulation.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.